Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Attorney.

Manufacturer narrative:
The reported field event of inappropriate therapies was confirmed after review of the stored electrograms. The device tested normally in the laboratory and all specifications were met. The cause of the event remains undetermined.

Event description:
It was reported that the patient experienced complications with the remote transmitter in (B)(6) 2010, during a remote transmission via phone. On (B)(6) 2010, during another remote transmission, the ICD engaged and delivered multiple charges over a 35 minute period. The patient presented to the hospital and the ICD was disabled. The patient is being monitored.